Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right proximal left circumflex artery. The 12mm x 2.75mm -liberte bare metal stent system was advanced but was unable to cross the lesion. The physician removed the device from the patient then noted that the edge of the stent was deformed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).